Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl. The customer was offered to troubleshoot but mentioned that he is not feeling well and wanted to call back. The customer was called back and had his blood glucose test to make sure he is okay. The customer blood glucose was 128 mg/dl. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer was unable to troubleshoot because it was past event. The customer was advised to do a complete set change as soon as possible.